Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Customer complained that: ¿too hot to touch¿. The reader was observed too hot to hold when the reader was connected to usb cable. Reader did not power on with button depression or with strip insertion. Reader was powered on with usb cable insertion. Further investigation has been performed on the returned reader. The reader was observed to be too hot to hold. The adc cable and adapter were not returned. A visual inspection of the reader has been performed using digital microscope. No anomalies were observed. Data review was not required. Glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench for functional testing. The returned battery voltage was measured to be under required specification. The returned battery was observed to be charging when connected to a known good reader. The returned reader was able to turn on with button depression, strip insertion and usb cable insertion when connected to a known good battery. A connected to computer message was observed when turn on the reader. The reader was shut down to conduct an off current test by using a keithley source meter to measure the current. The off current was measured which was not within specification. The results of the off-current test showed that there was excess current draw within the reader due to damaged components. A thermal camera was used when the returned reader was connected with a known good battery. Hotspots were observed on the chips and cpu. This confirmed that the observations of the reader being too hot to hold. The voltage across the resistor was measured when connected to a known good battery. The voltage across resistor should be zero when it was not connected with usb. A voltage of was measured which indicated that the chip was not working as intended. The observations and measurements made show that the chip was damaged because of using a non-abbott approved adapter. The damage to the chip likely caused damage to other components, which resulted in the reader consuming excess current and overheating. Hpqe (hardware product quality engineering) determined that this issue was caused by the customer using a non-abbott provided usb adapter. The use of the incorrect usb adapter caused in faulty components, which in turn can cause components to overheat. The measured voltage across resistor showed that the chip was not functioning as intended, as well as the hotspot on the chip, therefore, this issue is not confirmed to use due to use of incorrect adapter. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.